Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer has reported a potential safety issue where an unexpected drug order was scheduled in the (B)(4) worklist there was no patient impact reported there were no extra drug dosage administered to the patient.

Manufacturer narrative:
The software error will be considered for a fix in a future release of icca revision.

Event description:
The customers reports that an unexpected scheduled intervention appeared in the worklist for an erythromycine order which was stopped. There was no serious injury or death reported regarding this software error.